Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Chest x-rays revealed a fracture on the right ventricular lead. A subclavian crush was suspected. The patient was scheduled for lead extraction. Patient was asymptomatic throughout the event.

Event description:
New information received states that the patient was stable during and after the procedure.

Manufacturer narrative:
Correction: the event date should have been (B)(6) 2018 rather than (B)(6) 2018.

Event description:
New information noted that the patient had originally presented via remote transmission on (B)(6) 2018. Review of transcripts revealed noise on right ventricular lead. The lead was explanted and replaced on (B)(6) 2018.